Event description:
It was reported that the patient presented in clinic for a routine follow up and episodes of auto mode switch were observed. Egms showed the patient was not in atrial tachycardia or atrial fibrillation, but that the patients sinus p waves fell into a post-ventricular atrial refractory period. Programming changes were made. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.